Event description:
It was reported that pump displayed temperature alarm while charging with tandem charging supplies, and pump had not been exposed to extreme temperatures. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.